Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation as a result of an magnetic resonance imaging. Electromagnetic interference was confirmed via stored electrogram. The device was successfully restored. Tachy therapy was re-enabled and the devices's parameters were reprogrammed. The patient remained asymptomatic before, during and after the event.